Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer jumped into the swimming pool and now the insulin pump is alarming critical pump error. There are no cracks on the pump. The customer was advised to seek medical advice for a back up plan. The blood glucose was 124 mg/dl. The pump is returning.